Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with third degree atrioventricular block and bradycardia presented with pocket erosion in (B)(6) 2020. The doctor reviewed the intra-operative and postoperative records from implant and found that there was nothing that might cause the pouch infection. The infection was not related to the implant site or abbott products. The examination found that the patient had no bacterial infection. The system was explanted. The patient was given debridement and antibiotic treatment. The patient was stable. The new system was placed on a later date.